Event description:
Indication for implantation: material failure of a proximal tibial plate after right tibial plateau fracture. Medical history, previous operations, affected joint: complaints increasing for weeks, one week before surgery pain exacerbation with immobility. Post-coupled knee tep (B)(6) 2011. Tibial plateau fracture with compartment splitting and medial osteosynthesis 29/06/2011, as well as lateral osteosynthesis 04/07/2011. Graft-transplantation 08.07.2011 tibial insert mrh 13 mm medium/large, femoral bushing neutral stopper, tibial sleeve, mrh axis, mrh rotation component all sizes.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a mrh axle was reported. The event was confirmed via evaluation of the returned device. Method & results: -device evaluation and results: visual inspection: the mrh axle, femoral bushings, bumper insert, poly sleeve, tibial rotating component and tibial insert were returned for investigation. The mrh axle was fractured from middle into two parts. Refer to attached photos for details. Material analysis: material analysis (ma) of the returned device noted the following: characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the mrhk axle. The device fractured in fatigue and the fracture initiated near the location of laser etching on the component. The locations and heights of the v shield, lot code and catalogue number laser markings do not meet the drawing requirements. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to fracture of the mrh axle. He mrh axle, femoral bushings, bumper insert, poly sleeve, tibial rotating component and tibial insert were returned for investigation. The mrh axle was fractured from middle into two parts. Material analysis of the returned device noted the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the mrhk axle. The device fractured in fatigue and the fracture initiated near the location of laser etching on the component. The locations and heights of the v shield, lot code and catalogue number laser markings do not meet the drawing requirements." An nc was opened to investigate the discrepancies in the heights and locations of the laser markings. A review of the health risk assessment (hra) associated with the nc indicates the following: "as per this investigation it is shown that nonconforming parts were deemed to be capable of meeting product expectations under laboratory testing and some of the early failures seen in the complaints may be a result of significant extenuating factors. It is also understood that when overloaded or fatigued, fractures of the axle would occur, initiating at the superior surface of the axle, regardless of the positioning of the laser etching, as supported by the reports of fracture seen in the krh axles." Further information such as operative reports, progress notes and pre- and post-operative x-rays are required to fully investigate the reported fracture event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Indication for implantation: material failure of a proximal tibial plate after right tibial plateau fracture. Medical history, previous operations, affected joint: complaints increasing for weeks, one week before surgery pain exacerbation with immobility. Post-coupled knee tep (B)(6) 2011. Tibial plateau fracture with compartment splitting and medial osteosynthesis (B)(6) 2011, as well as lateral osteosynthesis (B)(6) 2011. Graft-transplantation (B)(6) 2011. Tibial insert mrh 13 mm medium/large, femoral bushing neutral stopper, tibial sleeve, mrh axis, mrh rotation component all sizes.